Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was alarming and they were "concerned about the lead s". The right ventricular (rv) lead exhibited oversensing and undersensed beats with a decrease in r-wave amplitude. The rv lead triggered multiple lead noise warnings. Additionally, the rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). The rv lead also triggered an impedance alert for high out of range pacing impedances. Therapy was potentially inappropriately withheld for ventricular fibrillation (vf) due to the ventricular oversensing noise discriminator. The patient received possible inappropriate therapy when they were not symptomatic. Noise was also observed on the right atrial (ra) lead. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.